Event description:
A malfunction was reported on a customer's pump. There was no adverse impact to the customer's blood glucose level. The customer contacted technical support, who provided information on how to reset the pump, and assisted the customer with the reset process. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to report if any issues reappear.